Event description:
An attempt was made to use the device to treat a person described as in cardiac arrest. The device was connected to the pt's chest through quik-pak pacing/defibrillation/ECG electrodes. Reportedly, the device looped in a prompt, 'remove clothing from chest' and would not analyze the pt rhythm. No additional event information was reported. The pt was not resuscitated. The reporter indicated that the pt outcome was not affected by the use, due to a lack of pt viability.